Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su plunger rod is broken / damaged. The following information is provided by the initial reporter: it was reported that 10 ml syringe with a defective plunger that disconnects during medication aspiration. Add info received on 16 oct 2025. Is there any impact on patients? If so, please explain in detail. Yes, medication loss may occur. Was anvisa notified? If so, what was the notification number? No. Could you share a photo/video of the sample from the reported event? We do not have one. Is the sample related to this incident available for analysis? If so, answer the questions below. We do not have a sample of the reported product.

Manufacturer narrative:
Investigation results: DHR, analysis of maintenance records and quality notifications were carried out, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the complaint. Our manufacturing process is validated against defined acceptance criteria, and the incident identified in this complaint will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.

Event description:
No additional information.